Event description:
It was reported that the caregiver contacted support because no glucose reading appeared in the dexcom app while the ilet app and ilet device showed values, and the user experienced hyperglycemia after consuming breakfast without performing a meal announcement. Education was provided on announcing within 30 minutes of eating. Symptoms included hyperglycemia peaking at 400 mg/dl. Outcomes included no health consequences or impact. Investigation included communication with the user and caregiver and analysis of the information provided. Investigation of this case revealed no device problem and identified a usage issue, specifically failure to follow instructions related to a missed meal announcement. It was concluded, based on previously established findings for similar reports, that improper or incorrect use contributed to the hyperglycemia.